Manufacturer narrative:
As (B)(6) 2025 the manufacturer has completed their investigation with no issues found. Aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details.

Event description:
According to the initial report received on (B)(6) 2025, the consumer reported experiencing an allergic reaction after the second use. Consumer stated medical attention was sough (emergency center).